Event description:
It was reported that, following a catheter replacement on (B)(6) 2014, the patient didn¿t feel like he was getting efficacy. The patient also experienced a seizure and increased spasticity. It was unknown if the patient¿s dose was high enough for efficacy, as it was a very low dose. Per the reporter, it was possible that the dose needed to be titrated up. A dye study was done on (B)(6) 2014, which revealed no abnormalities; the healthcare provider (hcp) was able to easily aspirate and inject dye. The patient¿s medical status prior to the event, possible device issues, interventions planned or performed, and final patient outcome were not reported. The device system was used to deliver baclofen. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2014-15289 for information pertaining to the catheter replacement on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).